Event description:
The patient is a casualty of (B)(6) war. The primary operation was performed on (B)(6) 2013. After around 18 months from the date of operation, the patient referred back to the doctor with discharge coming out of the spot where the milagro had been inserted. Prof. (B)(6) has taken the screw out & according to what he has seen the problem could be with the inner layers of the screw, which in his opinion has caused reaction & discharge. The screw has been removed & sent to pathology for further investigation

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Adverse effects of the absorbable implanted devices include mild inflammatory and foreign body reactions, and are part of our IFU warnings. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The patient is (B)(6). The primary operation was performed on (B)(6) 2013. After around 18 months from the date of operation, the patient referred back to the doctor with discharge coming out of the spot where the milagro had been inserted. Prof. (B)(6) has taken the screw out & according to what he has seen the problem could be with the inner layers of the screw, which in his opinion has caused reaction & discharge. The screw has been removed & sent to pathology for further investigation

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.